Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: w60365, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s 3058 interstim ii was removed because it was exposed over the skin due to skin sore, skin damage and so on.